Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post system implant check, rise in atrial threshold was observed. It was suspected that atrial lead may have perforated. The patient presented in atrial flutter, therefore atrial threshold could not be confirmed. P-waves were noted to be decreased. Due to patient's history of atrial flutter and temponade, physician decided to remove the atrial lead to avoid complications in the future. No new lead was implanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.